Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was hospitalized for shortness of breath, cough, volume overload and respiratory dysfunction related to aspiration of pneumonia, which was confirmed via bronchoscopy and chest x-ray. It was also noted that the patient had bacteremia, cultures were positive for escherichia coli. The patient was started on antibiotics, continuous pulse oximetry and intravenous (IV) diuretics, however diuretics were not helping with the volume overload. The patient became hypotensive and pressers were started. The patient tested negative for covid. The family decided to make him comfort care and ventricular assist device (vad)was stopped, subsequently the patient died. The cause of death was related to pneumonia, blood infection and hypotension. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device respiratory failure and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for shortness of breath, cough, volume overload and respiratory dysfunction related to aspiration of pneumonia, which was confirmed via bronchoscopy and chest x-ray. It was also noted that the patient had bacteremia, cultures were positive for escherichia coli. The patient was started on antibiotics, continuous pulse oximetry and intravenous (IV) diuretics, however diuretics were not helping with the volume overload. The patient became hypotensive and pressers were started. The patient tested negative for covid. The family decided to make him comfort care and ventricular assist device (vad)was stopped, subsequently the patient died. The cause of death was related to pneumonia, blood infection and hypotension.